Event description:
It was reported that during a gastrectomy procedure the staple line was not fully formed. Only one staple row was fully formed while the other row/s had staples sticking out. Surgeon had to hand suture over the staple line to ensure a secure anastomosis. Possibly the tissue was not fully compressed before firing of the stapler or the wrong cartridge size was used. There was no reported patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4).